Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 460 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with delivering extra insulin from the insulin pump and drinking more water. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer was not alleging insulin pump was under delivering. Customer stated that the drive support cap appears to be normal. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose level. The insulin pump will not be returned for analysis.